Event description:
I put a children's hao kai lan square bandaid on a scratch on my daughter's leg a couple of days ago. This product is the band-aid ni hao kai-lan bandages-20 CT by band-aid. When my daughter took a bath tonight, the bandaid came off and we saw a horrible inflamed and blistered square where the adhesive of the bandaid had been. This is the first and only time that my daughter had a reaction to a bandaid adhesive. I took a couple of pictures to record this, but I don't have a macro lens on my camera. So they are a bit blurry. One can clearly see a skin reaction and I can send these by email if you contact me at (B)(6). I believe that this bandaid must have an adhesive material different from what is commonly used. The co needs to be notified and their products inspected. Unfortunately, I cannot find the box from which the bandaid came, but I did save the used bandaid, if that will help.